Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 7, 2014 to may 8, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with 75 ml of fluid within its bladder. The device was filled with fluorouracil and 0.9% sodium chloride according to its label. The device was visually inspected with no issues noted. A functional flow rate was performed and the device met specifications. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion of fluorouracil. The reporter stated that two days after the infusion began, when the patient attended the hospital for removal of the device, it was found that less than half of the initial fill volume remained inside of the device. The patient¿s port was checked with no obstruction noticed, so the device was reconnected to the patient to continue the infusion. The next day, the patient visited the hospital again and it was found that almost no additional solution had infused. There was no patient injury or medical intervention associated with this event. No additional information is available.